Manufacturer narrative:
A visual examination was performed on the returned product. Proximal end: the fiber surface is pitted, and there are chips on the edge of the surface. Distal end: no defect was found on the fiber surface. The fiber is broken and separated. The white protector tubing is holding the separated fiber pieces. The fiber appears to be mechanically broken. At the point of breakage, the fiber is damaged, and there is black smoke-like residue present. Possible causes(s): fiber bent excessivley during handling; fiber clamped with clamp during laser, causing fiber fracture.

Event description:
It was reported that there was a fiber break. This information is documented as reported to trimedyne.